Event description:
Customer states; "a male undergoing a CT scan of kidneys and bladder with contrast. Customer started to inject 100mls of omnipaque using pump that had syringe with 150mls omnipaque, that had previously been manually filled. Technologist looked at syringe and saw air-fluid level on wrong side of plunger. Customer stopped injection. Tilted pump upright after disconnecting from pt. Contrast emptied all over staff and floor. 60mls of contrast remained in pump. Observed syringe base plunger was tilted causing contrast to leak and air to go in. Customer was unsure whether air had been injected i.v. Physician was called to evaluate the pt. Physician suggested to scan the pt chest to see if air in great vessels. No air was seen. No contrast identified either. Therefore, pt had possible small volume of air injected. Pt observed closely for 50 mins. Then allowed to go home."

Manufacturer narrative:
Eval (sample & process): sample received: one sample was received for eval. Visual eval: yes. Defect confirmed: no. The sample provided by the customer was received with the plunger inside the syringe. The plunger shows that the plunger tab is damaged, but this is a condition not originated at the molding process or assembly process. Dimensional eval: yes. Defect confirmed: no. Explain: plunger was measured and was within specification. Cover syringe was measured and no discrepancies were detected. Barrel was measured and was within specifications. Functional eval: no. Defect confirmed; no. Sample could not be submitted to a pressure test since the button tab of the plunger is damaged. Root cause identified: no, root cause can not be identified since defect was not confirmed. Conclusions: device history record for assembly process was reviewed and there are no discrepancies reported during the mfg of this lot. Plunger, cover syringe and barrel were measured in order to corroborate that these pieces were within specification and the air could not pass thru the plunger. The damage of the plunger button tab is not a defect originated at assembly process or molding process. This damage could be generated with syringe procedural use. Defect was not confirmed since the plunger is within specification, and there were no other anomalies founded with this syringe. Corrective actions: no corrective actions will be applied.